Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name is shortened due to unknown tube. Unknown manufacturer, bd corporate facility used. Unknown manufacturing site, bd corporate facility used. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that while using a bd vacutainer edta, there appeared to be dried condensation in the tubes.